Event description:
Reporter indicated that prior to the vns being activated, the pt developed "a small abscess on the neck. Pt received antibiotics treatment. Physician thinks that the issue is probably related to the implantation. Pt is now stable, no fever, no interference with normal life, normal appetite, etc..." Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator and lead confirmed sterilization of the device prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.